Event description:
Reporter states that the tab come off the inside sterile container, and in the nurse's attempt to open the package, the baseplate fell on the floor. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation cannot be performed.